Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer had accidentally pressed the unlock button before the cartridge was filled during the load sequence. Tandem technical support assisted the customer with completing the load sequence. The customer's blood glucose (bg) level was 260mg/dl and a correction bolus was delivered to address the bg level.